Event description:
It was reported that the patient presented to the emergency department with arrythmia. It was discovered that the implantable cardioverter defibrillator was no longer pacing and failed to be interrogated due to premature battery depletion. The device was explanted and successfully replaced. The patient was stable.

Manufacturer narrative:
The reported events of no inductive telemetry and no output were confirmed. The reported event of premature discharge of battery was not confirmed. The device was received with no telemetry and no output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was at normal level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain a manufacturing process anomaly consistent with header bonding anomaly may have occurred. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.